Event description:
Reporter indicated that patient developed an infection at the generator site post-implant. Since implant surgery, the patient required three aspirations of the incision site in the physician's office. In 2002 with normal activity, the patient suddenly developed an enlarged area on their chest wall. The patient underwent I&d procedure and evacuation of a hematoma. Follow up with the patient's physician revealed that the patient tolerated the procedure well and there are no more signs of infection. Attempts to obtain additional information have been unsuccessful to date.